Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this (B)(6) y/o male patient¿s right shoulder was initially implanted on (B)(6)2019. On (B)(6) 2019, this patient's right shoulder was revised due to loosening. This case captures the 2nd revision on (B)(6) 2019 for possible infection. The procedure was reported as a ¿wash-out and poly exchange¿; however, the rep did not think infection had been confirmed during the case. The devices are not returning due to facility policy. Rep does not remember condition of patient post-op. The first revision for this patient was reported under 1038671-2020-00338.